Event description:
The customer reported the ventilator blower was not working. The customer reported the ventilator was being used for training and was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician reported the blower was not turning on and was alarming for a circuit occlusion. The reported finding could result in no ventilation during operation in normal ventilation mode. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications.